Event description:
It was reported that during routine follow-up, an instance of noise was observed on the right ventricular pacing/sensing lead of a high voltage therapy system. No patient symptoms were reported. As a result the physician opted to disable the lead responsible for tachycardia therapy and provided the patient with a life vest.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.